Manufacturer narrative:
The pump gave an alarm during the prime test due to moisture damage on the force sensor. The pump also had moisture damage on the motor assembly. In addition, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported that the insulin pump was exposed to water when she jumped into a pool the week prior. The blood glucose reading was 354 mg/dl. She stated that she received an alarm for a loose drive support cap. She stated that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.